Manufacturer narrative:
Concomitant medical products: py52 lead: implant date: (B)(6) 1995; 5076-52 lead: implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was at elective replacement indicator (eri) before expected according to the longevity estimate. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did perform as described in the field action. If information is provided in the future, a supplemental report will be issued.